Event description:
It was reported that the patient expired. The cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Add'l device info: (B)(4).